Event description:
The system was turned on before the patient was even in the room. They were in the procedure screen for one hour and were told to test the needles when the boot up error occurred. During boot up the screen on the precise indicated "no hardware communication". The position red emergency stop button was checked and the system was restarted several times but the problem persisted. The patient was kept under anesthesia for 2 extra hours in order to retrieve a seednet system from another hospital.